Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was unable to load a cd on the navigation system. The rep was able to load the cd without issue on the fusion. Troubleshooting included that when the cd was input, it would not detect in the media task. Reboot the system and it was still not detecting. They tried to manually mount cdrom using the file system, but still they were unable to see cd contents. They went to desktop, attempted to copy files to the desktop and received an error messages when attempting to copy. No patient was present at the time of the event.

Manufacturer narrative:
The software analysis found that the logs and exams were not available. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. The site stated that scan was not to protocol, but since the disc was not recognized by the operating system itself, suspecting bad cd. If information is provided in the future, a supplemental report will be issued.